Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025 the user reported on (B)(6) 2025 the end-user experienced severe hypoglycemia with blood glucose measured at 21 mg/dl while using the ilet bionic pancreas system and required emergency medical treatment with intravenous glucose. The user was treated in the emergency department and discharged the same day. No long-term health effects were reported.